Event description:
It was reported the ports of two (2) unspecified baxter access sets (also reported as a valve set) leaked. This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot number: the reported lot number 60448034 is not associated with any baxter product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b5, d4: catalogue #, g4: 510k # and g1: device manufacturer facility. B5: the affected product was "em2400 valve set", previously submitted as "unspecified baxter access sets" d4: the catalogue # is "h938724", previously submitted as "asku". G4: the 510k # is k002705, previously submitted as "ni". G1: manufacturing facility-this device was manufactured at one of the two following manufacturing sites: availmed c. Industrial lt. 001 mz. 105 no 20905 int a, col cd ind. Tijuana, baja california 22444, mexico or baxter healthcare ¿ englewood 14445 grasslands dr englewood, co. 80112 united states. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.